Event description:
Subsequent to the initial MDR being filed, the following information was received: it was reported that the interventional procedure was in a heavily calcified, circumflex lesion. Only the nc trek could pass and deployment [inflation] of the balloon was very difficult due to the heavy calcification. The trek nc was inflated to 18 atmospheres and the balloon burst during inflation. The device was removed from the patient anatomy without resistance. An unspecified balloon dilatation catheter was used to pre-dilate the vessel so that the stenting procedure could be completed. Reportedly the nc trek was not soaked during prep prior to use. No additional information was provided.

Event description:
Reportedly while inflating the trek nc, the balloon burst. A clinically significant delay in procedure was not reported. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is not likely that the lack of soaking the balloon prior to the procedure contributed to the balloon rupture as the balloon rupture appears to be related to the interaction with the anatomical conditions. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.